Manufacturer narrative:
E1 - phone: (B)(6). H3 - device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil was difficult to deploy during an unknown procedure for a patient of unknown age and gender. A competitor's catheter was flushed prior to use. The user advanced the catheter to the internal iliac artery (iia) following the usual procedure to deploy the first coil. During attempted deployment, the coil became completely immobile just before it was fully released from the catheter. It appeared that the detachable portion was stuck. The coil and the catheter were removed from the patient together as a unit and the procedure was completed with a product from another manufacturer. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 05jan2026, it was confirmed that that the junction zone was inside the distal tip of the catheter during attempted deployment.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported that a retracta detachable embolization coil was difficult to deploy during an unknown procedure for a patient of unknown age and gender. A competitor's catheter was flushed prior to use. The user advanced the catheter to the internal iliac artery (iia) following the usual procedure to deploy the first coil. During attempted deployment, the coil became completely immobile just before it was fully released from the catheter. It appeared that the detachable portion was stuck. It was confirmed that the junction zone was inside the distal tip of the catheter during attempted deployment. The coil and the catheter were removed from the patient together as a unit and the procedure was completed with a product from another manufacturer. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), drawings, and quality control procedures, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. Cook received one retracta detachable embolization coil and a catheter in a used condition. During tabletop testing, while attempting to introduce the coil into the catheter, it was inadvertently deployed from the delivery wire, prior to being introduced into the returned catheter; so, this complaint was unable to be replicated. It was noted however that the delivery wire was able to be fully advanced through the catheter without difficulty. There is no evidence to suggest the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and the related subassembly lots did not reveal any related quality control discrepancies. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. The manufacturer does not apply an IFU for this product. Instructions for use are applied by the local distribution partner. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.